Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts when attempting to charge the pump, despite attempting to charge in multiple power sources (computer usb port and wall outlet). Additionally, the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared and the pump successfully began charging after the customer plugged the pump into a wall outlet using an alternate wall adapter. The customer continued to use the pump for insulin therapy.